Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 45 mg/dl; due to continuous glucose monitor (cgm) values not populating. Customer addressed bg level via correction injection by manual dose injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.